Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The onset of the patient's infection is reported within MFR report # 2916596-2016-02212. Approximate age of device -- 3 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired due to chronic (B)(6) driveline infection stemming from infection going back to (B)(6) 2014. The patient had a lengthy course of noncompliance that exasperated the infection. The patient presented with driveline drainage and was placed on multiple antibiotics but ultimately expired on (B)(6) 2018. The device operated as expected and will not be returned.